Event description:
Our emergency department nurses opened an 20 gauge bd nexiva IV and noticed that there was a black substance on the plastic IV sheath that covers the needle (the part that would stay in the patient). They were able to wipe the black substance off, they did not use this catheter, no one was harmed, and it did not reach the patient. The lot # is 8290731, ref (B)(4), exp 9/30/21. Device detained, manufacturer a week later, no other reports of this have occurred. I will send the defective device to bd if they request it, but I have not heard anything from them yet. Manufacturer response for bd nexiva, bd nexiva (per site reporter). Nothing yet.